Manufacturer narrative:
The patient's admission on (B)(6) 2023 is captured under related manufacturer report number 2916596-2023-06816. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was evaluated for driveline drainage as an outpatient on (B)(6) 2023. Driveline cultures were positive for coagulase negative staphylococcus. The patient was treated for oral bactrim for two weeks. The patient was admitted with ongoing drainage on (B)(6) 2023. Culture remained positive for coagulase negative staphylococcus. Intravenous (IV) vancomycin was administered; the patient was discharged on (B)(6) 2023 on 6 weeks of IV vancomycin. The patient was readmitted on (B)(6) 2023 for sepsis [cs-186631]. Blood cultures were positive for extended spectrum beta-lactamase (esbl) klebsiella. The patient was initiated on IV merrem and vancomycin; they were discharged on (B)(6) 2023. IV merrem and vancomycin was continued until (B)(6) 2023. The patient remained stable and continued to follow with infectious identified as an outpatient. There was no reported device malfunction. Device will not be returning for evaluation as it remains in use.